Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is functional. However, the customer reported difficulty unlocking the pump. The customers blood glucose (bg) levels were not impacted at the time of the call with tandem technical support. Upon a follow up the customer reported bg's went up to 260 mg/dl. The customer had changed the infusion set site and took a correction bolus to stabilize bg level. The customer declined to troubleshoot elevated bg levels. It was indicated that the customer would use manual injections as alternate insulin therapy.